Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to store the defective pump and return it, using a provided return box and label. A replacement pump with updated software was sent to the customer, who acknowledged the need to program settings and connect their cgm to the new device.